Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose. Customer's blood glucose was 570 mg/dl. Customer was treated with insulin pen. Troubleshooting was done. Customer declined to perform the high pressure test. Customer was advised to change the entire set. Customer will not be returning the reservoir for analysis.